Event description:
It was reported the patient had their implantable neurostimulator (ins) replaced 5 days prior to report and they felt the stimulation was too strong. It was noted there was a coupling problem. It was further reported the patient felt their stimulation setting was too high and they wanted to decrease the stimulation. It was stated it would make them sick when the stimulation was on. It was noted the patient had been turning the stimulation off at night. It was noted they felt nauseous ¿like too much in their head.¿ it was stated the patient was able to decrease the stimulation on the right side from 5.50 to 5.20. It was noted the patient felt better shortly after the adjustment. It was stated they also decreased the stimulation from 3.30 to 3.20 on the left side.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v248436, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387s-40, lot# v054604, implanted: (B)(6) 2009, product type: lead. Product ID: 64002, lot# n333942, implanted: (B)(6) 2012, product type: adapter. Product ID; 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).